Manufacturer narrative:
The certain® gold-tite® hexed screw (iunihg) and osseotite® tapered certain® implant 3.25 x 10mm (int3210) were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was used for approximately 9 months. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance /CAPA /hhe /d/ ie/ product holds for the reported product. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or product (iunihg). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided. Device not returned.

Event description:
It was reported a screw (iunihg) fracture. The screw could not be removed and implant was removed and replaced with another one during the same surgical procedure. No impact to the patient was reported. Tooth location 4.